Manufacturer narrative:
D.4 the serial number is unknown and therefore the serial number portion was left out of the primary UDI number. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. When introducing the impella cp, the 0.018 guidewire was shaped and advanced into the pigtail, but it did not come out from the tip of the pigtail and encountered strong resistance. Upon checking the tip of the guidewire, a bend that had not been made during shaping was found, which was thought to be the cause. Therefore, a new wire was used, which passed through without issue and the impella cp was successfully placed. There was no harm to the patient.

Manufacturer narrative:
The product was returned for investigation, and the guidewire was bend near the tip of the wire. However, the pump was not returned to determine if the pump related to the cause of resistance, and it's unclear in clinical details if the kink was present prior to advancing it through the pigtail. The cause of the guidewire kink could not be determined due to insufficient clinical details. 0.018 guidewire passed all post sterile inspection criteria.